Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they had a sensor error lasting over 3 hours which occurred the day the sensor had been inserted. The patient continued to measure his glucose with a blood glucose meter. He became dizzy, noticed he went into hypoglycemia, and asked friends to drive him to the hospital. He was treated with dextrose and at the time of contact reported that he felt no after effect. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.